Event description:
This system was removed because of high dft tests. This patient is a renal patient and the system was implanted on the right side. The hospital retained the devices. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(4) 2013 - this system was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.